Event description:
The gooseneck snare kit was being used for stripping the fibrin from the "ivc". Following the first pass the marker band dislodged into the right ventricle. The physician believes the marker band may embolize into the lung but that no add'l intervention was necessary. There were no complications as a result of the dislodged marker band. The pt is doing fine with no adverse sequelae at this time.